Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd infusion set was occluded and the alarm was triggered during use. The following information was provided by the initial reporter: customer states that while they were infusing blood via a belmont during a trauma, the pump kept alarming because of the maxzero. Customer also states that lifeguard reported they were infusing blood (customer assumes via a pump) that the bag exploded while using maxzero.

Event description:
It was reported that an unspecified bd infusion set was occluded and the alarm was triggered during use. The following information was provided by the initial reporter: customer states that while they were infusing blood via a belmont during a trauma, the pump kept alarming because of the maxzero. Customer also states that lifeguard reported they were infusing blood (customer assumes via a pump) that the bag exploded while using maxzero.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the product caused the pump to keep alarming and caused a blood bag to explode. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.